Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported, notice received from patient's attorney alleges that patient suffered injuries as a result of her being implanted with a restoration adm system x3 acetabular insert on or about (B)(6) 2013.